Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a demonstration, the spring on the top of the head in the "truepass suture passer (self-capture)" jumped out and damaged. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images identified the spring as the torsion spring on the suture capture door. It had dislodged from the top jaw and was poking out of the device. A visual inspection revealed that the device was returned with a tip protector present. The torsion spring of the suture capture door had dislodged. It was bent out of alignment with its shaft and pointing up. The other springs on the device were standard. There was no obvious debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include forceful replacement of the tip protector, excessive pulling on the suture capture door, or wear over time.